Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06/30/2020.

Event description:
The customer reported a ventilator with an improper tidal volume issue. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer reported that the reset of the exhalation and air flow sensor resolved this reported event. No further repair was reported as necessary.